Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they could replicate the reported issue and the computer of the navigation system required replacement. However, confirmation of replacement has not been provided.

Event description:
A site representative reported that, while outside of a procedure, the navigation system became unresponsive when entering the registration portion of the application software. There was no patient present when this issue was identified. No additional information was provided.